Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited a temporarily unresponsive wake button, which resolved after placing the device on the charger and subsequently functioned normally through sleep and wake cycles, with no observed physical damage to the button area or screen. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting with device charging and functional checks of the sleep/wake operation. Investigation of this case revealed normal device function after power restoration, consistent with a transient wake interface responsiveness issue without hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but most consistent with a temporary power state or user-interface recovery following charging.